Event description:
Following the evoke spinal cord stimulation (scs) system permanent implant procedure, the patient was reported to be shaking and ¿restless.¿ additional sedative medications were administered. The patient is confirmed to be recovering following the reported event. The medical staff suspect the patient experienced a reaction to medication administered during the procedure. The specific medication which caused the event was not able to be determined.

Manufacturer narrative:
The evoke scs lead was discarded. It was confirmed that the patient remained alert (i.e. Not fully sedated) to support intra-operative testing and anesthesia specialists were present during the reported event. A reaction to medication used during the implant procedure is suspected to have caused the reported event. This is not able to be definitively determined. The evoke scs system surgical guide details potential risks related to the placement of the percutaneous lead, including "it is recommended that the patient remain communicative during needle and lead placement to help mitigate any risk of neural injury.¿ the manufacturing records were reviewed. Product met all requirements for release.